Manufacturer narrative:
During laboratory analysis, the product surveillance technician (pst) collaborated the level sensor disconnected error light illuminated on 8k safety monitor when level sensor is connected and level sensor housing is agitated. Inspection of the level sensor membrane revealed partial deterioration to the sensor membrane. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
(B)(4). Evaluation is in progress, but not yet concluded per the fsr, when the level sensor was plugged into the safety monitor, the "disconnected level transducer" is illuminated yellow indicating that the level sensor is not being recognized. Pm inspection was completed successfully. The suspect part was returned to the manufacturer for further evaluation.

Event description:
The field service representative (fsr) reported that during preventive maintenance (pm) of the device, he discovered that the yellow level sensor was not working. The safety monitor displayed "level sensor disconnected" when the sensor was plugged in. There was no patient involvement.

Manufacturer narrative:
The reported complaint was confirmed. The level sensor was also evaluated by the supplier. During the setup to perform a functional test of the unit, it was noted that the connector did not lock into the mating receptable on the test station. A visual inspection was performed and it was determined that the connector tab was bent inward. The locking tab not seating properly prevents the connector from making or maintaining electrical contact. This defect is caused by excessive force being placed on the connector tab during loading or unloading of the sensor. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.